Manufacturer narrative:
Result of investigation: vyaire field service technician went onsite and inspected the device. Device also was not monitoring tidal volume inspired. Replaced gas delivery engine. Performed extended self test, no leaks. Conducted owner verification process. Oxygen out of specification, calibrated oxygen blender. Continued with owner verification process. Device passed all testing.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported circuit occlusion and high pressure peak on avea ventilator. The customer reported there was no patient involvement associated with the reported event.